Manufacturer narrative:
Evaluation of the transducer could not confirm the imaging issues as described by the customer. Performance testing could not be performed due to the impaired state of the device. However, the investigation of the transducer revealed corrosion in the connector, a cut in the sheath, and bite damage to the beading and I-tube. The evaluation determined the reported issue was caused by the bite damage and cuts on the sheath. The extensive physical damage to the transducer inhibited the overall performance of the device and is indicative of improper maintenance.

Event description:
A customer reported an x7-2t transducer on an epiq 7c ultrasound system had stopped imaging during a transesophageal echocardiography (tee) examination for a transcatheter aortic valve replacement (tavr) procedure. The customer was able to complete the procedure with the same ultrasound system and transducer. Although the incident occurred during a critical procedure, the procedure was completed successfully and no patient or user was harmed as a result of the issue.

Manufacturer narrative:
Return of the suspect transducer is anticipated. Evaluation of the transducer will be included in a follow up report upon its return and investigation completion.

Event description:
A customer reported an x7-2t transducer on an epiq 7c ultrasound system had stopped imaging during a transesophageal echocardiography (tee) examination for a transcatheter aortic valve replacement (tavr) procedure. The customer was able to complete the procedure with the same ultrasound system and transducer. Although the incident occurred during a critical procedure, the procedure was completed successfully and no patient or user was harmed as a result of the issue.